Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted arm on (B)(6) 2022. On (B)(6) 2022, the cgm value was 14.0 mmol/l and the patient felt sick. The patient self-administered insulin (4 units). The cgm value then showed a value of 2.0 mmol/l and the patient lost consciousness. The spouse called emergency medical services (ems) and after paramedics arrived the bg finger stick value was below 2.0 mmol/l. Paramedics treated the patient with dextrose to increase the bg level. The patient¿s condition stabilized in the home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.